Manufacturer narrative:
Results: damaged nurse call communication cord. See

Event description:
It was reported by service report that the nurse call was not functional. There was patient involvement, however no adverse consequences were reported.